Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set leaked from unspecified location. This was noticed during use for peritoneal dialysis therapy. To resolve this issue, the pd transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.